Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be verified as a synthes lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: there was a device failure: sent in for repair. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): service history was reviewed for this device and determined that there were no prior service reports. Service record evaluation: a pre-repair diagnostic assessment revealed that the housing unit was worn due to normal use of the device. Maintenance was performed on the device. After service, the execution of the final inspection has been performed through regular functionality checks of the product.